Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous left main trunk (lmt). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. It was noted that image lost occurred when the device was crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the lap joint area of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).